Manufacturer narrative:
Investigation found reports of patient being noncompliant with medical advise with regards to care and cleaning of the surgical site. Suspect the patient dislodged the leads while removing bandage from the wound site. There have not been any lab reports or cultures shared with the firm to confirm presence or type of infection. Additional unplanned surgical procedure to explant the leads was not due to any failure or malfunction of the nalu system or components. Procedure was performed due to poor healing which is suspected to be related to patient behavior and noncompliance.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023. On 13oct2023 a nalu rep was informed that the patient was suspected of having an infection at the surgical incision site and was placed on antibiotics. On 19jan2024 the firm became aware that the patient had undergone a surgical procedure on (B)(6) 2023 to explant the implantable pulse generator (ipg) (see MDR 3015425075-2024-00030). Per the surgeon, the plan was to leave the implanted leads in place, allow the infection to clear and the surgical site to heal, then implant a new ipg connecting to the existing implanted leads. Patient arrived for re-implantation procedure on (B)(6) 2024 and was found to have the surgical wound failing to appropriately heal and several inches of the implanted lead protruding from the surgical wound. Physician cancelled the implant procedure and instead elected to fully explant the remaining leads on (B)(6) 2024.